Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the battery was removed and new battery was inserted to perform the displacement test, but the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus /basal delivery. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. Unit had cracked reservoir tube lip, battery tube threads and case near display window corners noted during visual inspection.